Event description:
Eleven pts encountered symptoms of rigors, vomiting and even diarrhea; 5 patients of which experienced high temperature. The only common factor between all patients and sessions was fresenius' dialyzer, fx100. The dialysis unit was fitted with two water stations with a double ro system for each one. Therefore, the water results within the us pharmacopeal limit. These pts slowly recovered after the dialysis session was stopped and the fx100 dialyzers were removed and disposed. The same patients did not experience any reactions once the dialyzer was changed to a high flux, but of a different MFR. Dose: 1 hr and 4 minutes.